Event description:
It was reported that multiple intermittent minimum fill notifications occurred after the user filled the cartridge with 55-90 units of insulin during the load sequence. Customer reported using cartridge for 3.5 days. Tandem technical support informed the customer that this is off label per the user guide. Customer¿s blood glucose level was 155 mg/dl. Customer declined further troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide indicates that humalog and novolog have been tested up to 48 and 72 hours respectively.